Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. Additionally, a correction was made in h4 (device manufacturer date), due to an inadvertent error in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: tjf type 145 operation manual chapter 3 - preparation and inspection. Tjf type 145 reprocessing manual chapter 3 - cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope light guide (lg) lens adhesive appears to contain marks of foreign material that resemble corrosion. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.